Event description:
A discordant, falsely low calcium result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate instrument, which resulted higher. The repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant ca result.

Manufacturer narrative:
A customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and instrument data and determined that there was no indication of reagent delivery, sample mixing or calcium carryover based on the result monitors. The cse inspected the aliquot probe, sample probe and associated drains. The cause of the discordant calcium result is unknown. The customer successfully ran quality controls. The instrument is performing within specifications. Further evaluation of the device is not required.